Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having oblique lateral lumbar interbody fusion spinal therapy for lumbar disc herniation. It was reported that when using this tool to treat the intervertebral disc, a fracture occurred at the distal tip. There were no broken fragments left inside the patient and no further complications reported regarding the event. Additional information was received from regulatory body that the surgery time and risk of infection was extended due to fractured tip. The patient underwent lateral anterior lumbar discectomy with bone graft fusion and internal fixation. During the procedure, while using a lumbar curette, the tip of the curette fractured and fell into the body cavity. After more than 20 minutes of exploration and removal, the fragment was completely retrieved. This significantly prolonged the operation time and increased the risk of intraoperative infection. Postoperatively, anti-infection treatment was strengthened.

Manufacturer narrative:
G2: country of origin is china. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.